Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event was reported. The sensor was inserted into the abdomen on (B)(6) 2019. At 3:30am, the patient¿s wife noticed the patient was going low. It was reported that when she looked at the dexcom, she noticed there were no readings. She stated he began to lose consciousness and the dexcom was not alerting. The paramedics were called at approximately 4:00am. When they arrived, they tested the patient¿s blood sugar while he was unconscious, and the meter was reading 33 mg/dl. They administered the patient with glucose via intravenous (IV) therapy. The patient regained consciousness and the paramedics left at 5:00am when the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Pt reported no readings.